Event description:
It was reported that during a da vinci sigmoid colon surgical procedure, it was noted that the cable on the fenestrated bipolar forceps instrument snapped in two. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was frayed. The pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument roll bearing had orange colored residue. Failure analysis concluded that the orange residue was due to improper cleaning.